Event description:
During the procedure the surgeon noted that the clip applier jammed and would not fire. The device was removed from the field and a new device utilized. It is unknown if the new device was of the same or different lot.